Event description:
It was reported that the backflow (check) valve of a continu-flo solution set did not prevent back-up of the secondary medication into the primary bag. This was observed during patient infusion. The nurse did invert and flick the backflow valve during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.